Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis, requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure, a 2.5 x 18 mm xience v stent was deployed in the mid left arterior descending artery (lad) in 2008. Three months later, the pt returned and the mid (lad) was found to have restenosis. Revascularization was performed and another company's drug eluting stent was deployed to treat the restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. In this case, the restenosis was treated with another drug eluting stent. Therefore, a conclusive root cause for the reported pt issue and the relationship to the device, if any, cannot be determined.